Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was pain at the stimulator site. The patient had always had pain at the stimulator site. It did lessen for a time but never went away. The patient had extreme pain in the stimulator site which is in the left hip area and the pain shot down the left leg. The site was not swollen or warm to the touch. The patient had lost weight and the stimulator stood out more than it used to. The stimulation was off and they were laying down was when they were the most comfortable. They still had the pain but it was way less. When the patient was active is when they had the most pain but the pain was there with or without stimulation on. The patient fell while they were in the bathroom and they hit the left side of the stimulator and the patient was told that the system could possibly be damaged. The patient saw their physician and a manufacturer¿s representative (rep) on (B)(6) at 2 p.m. The rep. Tried programming the device but it was unsuccessful and it was recommended to the patient and physician that a deep dive check be done on the device like x-rays due to the fall. The patient needed insurance clearance to do any further follow-up with any physician¿s regarding their implantable neurostimulator (ins), including x-rays. The patient had no tentative appointments with any physicians. The patient was having more pain but there wasn¿t much that could be done at the time of the report due to the pending insurance approval. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was seeing a different physician, and was seen for increased leg and back pain. The patient was scheduled for a CT myelogram with the results looking like one, if not two of the leads were intrathecal. The physician thought one if not two of the leads were placed intrathecal at the time of implant; he didn't think this was a migration problem. The patient was being referred to another physician to possibly do an implantable neurostimulator (ins) removal. It was unknown if the issue was resolved at the time of the report or if surgical intervention occurred as it was unknown if the explant or revision would take place.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID: 37746, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead and battery had been replaced. No further complications were reported.